Manufacturer narrative:
At this time, the lead remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited noise, oversensing, inappropriate atrial tachy response (atr) episodes, non-capture, and high impedance measurements of greater than 3000 ohms. Troubleshooting options were discussed. The device was reprogrammed and no intervention had been planned or performed. No adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
This lead has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information was received which noted that the lead was fractured. A surgical revision was performed and the lead was explanted and replaced. The lead was tested via the pacing system analyzer (psa) during the revision. This reproduced the high impedance measurements, noise, and non-capture. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead noted the helix was retracted and dried blood/tissue was present around the helix. Visual inspection also noted an anomaly in the outer coil approximately 23 centimeters (cm) from the terminal pin. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break in the area approximately 23 cm from the terminal pin. This region of the lead would have been at the clavicle-first rib location while implanted. Based upon the clinical observations and the laboratory findings, we believe that the lead became fractured due to entrapment in the clavicle-first rib region.